Event description:
The customer reported that when they inserted the cassette into the unit, the system displayed an error code. This occurred each time they inserted the cassettes. As a result, three cases were cancelled. There was no pt injury.

Manufacturer narrative:
The company service rep examined the system and was able to confirm and duplicate the error codes. Both problems appeared to be due to the cassettes. One cassette had a broken ID tab. The cassettes were returned for evaluation. Investigation, including root cause analysis is in progress.